Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately low compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began between (B)(6) 2015. The patient reported obtaining readings of ¿77, 70 and 111 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with metformin medication and denied making any changes to his usual diabetes management regimen in response to the alleged inaccurate readings. The patient denied developing any symptoms as a result of the alleged inaccuracy issue however stated he was hospitalized at the time of the alleged inaccuracy issue due to an unrelated health condition. The patient reported that during his hospitalization he was administered shots in the stomach of insulin. The patient also claimed he was administered IV glucose. The patient claimed a blood glucose test was performed on the emergency medical services meter on the afternoon of (B)(6) 2015 however the result is unknown. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.